Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but inspection of event log revealed that the unit was found to become inoperative. For a preventative measure of recurrence the device's main board was replaced. The device passed final testing.